Event description:
It was initially reported that the patient's device was disabled 2 1/2 years prior due to some painful stimulation experienced in her back. The patient's device was later explanted due to lack of efficacy as the patient was able to be controlled with medications. The explanted lead and pulse generator were returned to the manufacturer for analysis. During the product analysis of the returned lead portion, an abraded opening in the inner tubing was observed, which appeared to be the result of wear of the device. The product analysis of the explanted pulse generator there were no performance or any other type of adverse conditions found with the pulse generator. Last known diagnostics performed at the time of explant were within normal limits. Good faith attempts to obtain additional information have been unsuccessful to date.